Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the spacer between the lem (link electronic module) and mpu (main processor unit) printed circuit board assemblies was broken. The system test failure was related to the broken spacer. Analysis also found there was a deviation between the stylus and the cursor on the screen (diagonal from the lower right to the upper left corner) due to touchscreen misalignment. Left cord bay latch and keyboard connector latch were broken. It was noted the lower case handle was bent and error was found in the programmer software history.

Event description:
It was reported there was a system test failure. The programmer was returned to the manufacturer for service, analyzed and tested out of specification. There was no patient involvement.